Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no impact to patient's outcome and there was no surgical delay time. The procedure being performed was a lumbar fusion and the event occurred pre-operatively. It was reported that the case ended up being cancelled for unrelated reasons.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. It was reported that the case was cancelled for an unrelated reason.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that upon boot up, the staff cart displayed "no signal," and the surgeon cart briefly showed a "no signal" message before going blank. This was the second occurrence of this issue. Initially, the site rebooted the system with no resolution and was unable to open/close the complementary metal-oxide-semiconductor (cmos) battery. Troubleshooting indicated that a medtronic representative arrived and was able to reset the cmos battery, which resolved the issue. The patient outcome, and the delay is unknown. 2024-sep-19 e1 (rep): no new information.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735672, h3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. A0902 applies to before going blank. A1102 applies to upon boot up, the staff cart displayed "no signal. A110201 applies to surgeon cart briefly showed a "no signal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.